Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that during a refill "last week," relative to (B)(6) 2018, they believed they might have gotten some of the drug into the pocket but they weren't sure. A pocket fill was not confirmed. The representative reported that the patient had "withdrawal symptoms or maybe overdose symptoms." The patient was admitted to the hospital and given narcan, which they responded to. It was unknown what else was done to resolve the issue. The patient's weight was not known. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The pump was stopped for a while after there was a pocket fill. A message screen showed the pump was stopped for 1092h15 and service code 99. No symptoms were reported. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2018. It was reported the patient had their pump replaced on (B)(6) 2018 and the old pump would be returned for analysis. No further complications were reported.